Event description:
It was reported that the patient experienced "gross puss" with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the ipp was removed. No new device was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced an infection leading to the revision surgery. The explanted ipp did not have any malfunction associated to it. The patient was said to in the hospital after the procedure. No more information available at the moment. Should additional information become available, it will be provided.